Event description:
A report was received that the patient experiencing pocket discomfort. The physician relocated the patient's pocket to more comfortable location.

Manufacturer narrative:
This is the final report.